Manufacturer narrative:
Manufacturers ref#(B)(4). After investigation the event is considered a serious injury. Summary of investigational findings: as reported in the complaint, 'the cook celect filter would not detach during deployment'. After the physician used 'a lot of force', the filter detached and tilted into the wall of the vena cava. The filter was retrieved and a competitor¿s filter was placed. No patient harm reported. There were no images provided but the used device was shipped back for product evaluation.the introducer had a significant bend around the middle (likely caused by being packaged in a small box for shipment) and the red safety button was pressed. The two secondary filter legs were crossed, one of them crossing its primary leg. The distance between the primary filter legs were according to specifications, both before and after straightening the two crossed legs. The filter hook length, filter hook ball and outer dimenssions all measured according to specification. Measurements were also made of the overall dimenssions of the grasping hook, as well as the grasping hook length, measurements were all within spec. There were no damages and no non-conformances noted on either the filter or the grasping hook. It was possible to attach and detach the filter without excessive force. Device dimensional and functional specifications and measurements were all measured and tested and met specifications. Per the device and complaint investigation evaluation, it is not possible to conclude why the filter would not detach during attempted filter release. One possible explaination for difficulty with deployment is 'excessive force' used during deployment instead of 'slight back tension' as referenced in the instructions for use. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) 510(k): k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: dm called in information (B)(6) 2019: the cook celect filter was being placed and when they went to deploy it, it would not detach. They realized that the deployment hook was detached from the filter hook. They went to pull out the deploy system and it was still attached, however they could not see how on x-ray. They continued to try and pull back on the deployment system and once the physician used a lot of force, the filter detached and tilted into the wall of the vena cava. At this point, they decided to retrieve the filter as they did not understand what caused this. The facility elected to place a filter from another manufacturer. Patient outcome: the patient did not experience any adverse effects due to this occurence.